Event description:
It was reported by the clinician that the procedure was being performed in the emergency department. The catheter was being placed in the pt's subclavian vein when the spring wire guide (swg) kinked and unraveled. As a result, the catheter and swg were removed as one and another kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.